Event description:
This case, not regarded as incident was detected as being a legacy case from conceptus and was entered in argus on 27-apr-2015. The medical content of the case was not changed. This is a solicited case report received from an investigator in (B)(6) on (B)(6) 2009 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). On (B)(6) 2009, the patient had essure (fallopian tube occlusion insert) inserted for permanent sterilization. She experienced pain during the procedure. At 3-months follow-up visit, on (B)(6) 2009, bleeding and pain/cramps were reported at 5-year follow-up, 2 polyps were reported. According to the patient, they were considered as related to essure by her gynecologist. Ptc investigation results were received on 07-may-2015. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this bundle ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Correction on 23-nov-2015 following reconciliation with study database: the patient's center ID was (B)(6). Information received from investigator updated the event 2 polyps to 2 polyps with likely relationship (according to gynecologist in follow-up at 5 years) and meddra pt was amended to fallopian tube neoplasm. Follow-up received on 11-apr-2016 the gynecologist confirmed that the event term two polyps referred to uterine myomas treated via hysterectomy in 2013 (event was updated to two uterine myomas). Follow-up received on 12-may-2016: upon health authority request this case was upgraded to incident. Follow-up received on 06-jun-2016 - quality-safety evaluation: ptc global number: (B)(4). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Nca number was provided as : (B)(4). Follow-up received on 12-oct-2016 and on 14-oct-2016 from investigator: the patient medical history included appendectomy, two vaginal deliveries, one early spontaneous abortion and conization for dysplasia due to hpv infection cin1 type in 2008. Essure was inserted on (B)(6) 2009 with lot number 628422. According to the investigator, on (B)(6) 2013 patient experienced myoma (previously reported as two uterine myomas) with menorrhagia. The patient underwent hysteroscopy for myomectomy (resection of myoma), not hysterectomy as reported previously. Exploration found sub-mucosal fibroma measuring 1 cm in diameter. Complete resection of fibroma was performed as well as endometrial resection. Pathological anatomy examination of sample collected on (B)(6) 2013 found the following: uterine fibroma: aspect was suggestive of sub-mucosal leiomyoma, secretory endometrium, absence of suspect tumoural lesion. Endometrium resection: secretory-type endometrium, no sign of inflammation, no tumoural lesion. Patient recovered from the event at the same day ((B)(6) 2013). Event myoma was considered serious (surgical intervention) and unrelated to essure by investigator. It was also reported by investigator that patient had suspicion of repeated endometritis which started on (B)(6) 2009, since essure placement with repeated painful crisis. Bacteriology test was negative. Treatment with antibiotics seemed not to resolve the infections. Diagnostic hysteroscopy and bilateral salpingectomy were performed on (B)(6) 2016 via laparoscopy under general anesthesia. Aspect of cervix was normal, right horn synechia was found, mucosa was thin, regular and had no sign of inflammation. Left ostium was seen. Proximal extremities of both essure inserts were not visualized. Exploration found nothing else remarkable. Bilateral salpingectomy with device removal was successfully performed. Absence of bleeding was noticed. The patient received prophylactic antibiotic. Pathological anatomy examination of sample collected on (B)(6) 2016 found the following for both left and right tubes: mild subacute inflammatory fibrous reorganization with absence of suspect features. The suspicion of repeated endometritis was considered serious by investigator, but he was not able to assess the causal relationship. Follow up received on 24-oct-2016: no further information was obtained. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure ess305 (fallopian tube occlusion insert) permanent sterilization method (study number: (B)(4)). Since essure placement, she had suspicion of repeated endometritis (with bleeding as a symptom) and she underwent a bilateral salpingectomy with essure removal seven years later. The outcome of this event was not provided. She also had myoma (benign, subserous) four years after essure insertion and underwent a hysteroscopy with endometrectomy and she recovered from it. Endometritis is anticipated in the reference safety information for essure while uterine leiomyoma is not anticipated. Considering the physiopathology of uterine leiomyoma and localized action of essure in the fallopian tubes, the company concurs with the investigator and considers this event not related to essure inserts. In this particular case, the suspicion of repeated endometritis started with essure insertion. The treatment with antibiotics did not resolve the infections. As there was no evidence of infection, the investigator performed only a bilateral salpingectomy with essure removal. Given the fact that essure is localized in uterotubal junction and that it may act as a foreign body, a contributory role of essure device in the development of this recurrent endometritis cannot be excluded. After follow up information, the case was regarded as incident due to surgical intervention performed to treat the recurrent endometritis (device removal was required). Additionally, non-serious events were reported. An initial product technical complaint investigation resulted in an unconfirmed quality defect. However, an updated analysis is being sought as the lot number was provided.

Manufacturer narrative:
Quality safety evaluation of ptc received on 16-dec-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Lot number: 628422 manufacturing date: 2008/11 expiration date: 2011/11. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-dec-2016 for the following meddra preferred term: endometritis. The analysis in the global safety database revealed 13 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure ess305 (fallopian tube occlusion insert) permanent sterilization method (study number: (B)(4)). Since essure placement, she had suspicion of repeated endometritis (with bleeding as a symptom) and she underwent a bilateral salpingectomy with essure removal seven years later. The outcome of this event was not provided. She also had myoma (benign, subserous) four years after essure insertion and underwent a hysteroscopy with endometrectomy and she recovered from it. Endometritis is anticipated in the reference safety information for essure while uterine leiomyoma is not anticipated. Considering the physiopathology of uterine leiomyoma and localized action of essure in the fallopian tubes, the company concurs with the investigator and considers this event not related to essure inserts. In this particular case, the suspicion of repeated endometritis started with essure insertion. The treatment with antibiotics did not resolve the infections. As there was no evidence of infection, the investigator performed only a bilateral salpingectomy with essure removal. Given the fact that essure is localized in uterotubal junction and that it may act as a foreign body, a contributory role of essure device in the development of this recurrent endometritis cannot be excluded. After follow up information, the case was regarded as incident due to surgical intervention performed to treat the recurrent endometritis (device removal was required). Additionally, non-serious events were reported. According to the product technical complaint, product quality defect could not be confirmed but is considered plausible.